Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional report information obtained, indicating the device¿s longevity meets/exceeds the expectations of the physician; therefore, this is no longer reportable. Additionally, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.